Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp for the reported malfunction. The fse inspected the unit to confirm specifications were satisfied and stated that there were no abnormalities. The fse stated that the iabp was normal and that the event was most likely due to the patient's increased hart rate. The fse stated that there were no abnormalities in the compressor performance test or in the regulator pressure. No abnormalities were observed in the leak test. The fse stated that the battery would requirement replacement 'next time'. The iabp was cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units system overheat occurred, unit was immediately replaced with another device. There was no patient harm reported.